Event description:
It was reported that the stylet could not be inserted at implant. The lead was not used.

Manufacturer narrative:
Historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of unable to insert stylet was confirmed in the laboratory. Analysis found the ptfe coating of the stylet got caught in the inner coil. The attempted removal of the stylet deformed and damaged the insulation of the lead. Because of this the lead failed the coil continuity reading and an impedance measurement.